Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data was collected from the device and revealed the device reached elective replacement indicators (eri) on (B)(6) 2010.

Event description:
It was reported that the patient presented to the emergency room with dizziness and presyncope. There was intermittent capture, pauses of up to 6 seconds, and high right ventricular lead thresholds. Device output was increased with consistent capture obtained. It was also reported that it appeared the device was pacing at vvi 65 even though it was programmed to dddr 60. Attempts to change the rate or mode resulted in the device indicating low battery voltage, high impedance, and that elective replacement indicators (eri) was reached 8/99. The device appears to have tripped eri when the mode was changed, however the device shows eri tripped in 1999. The device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.